Event description:
The manufacturer received information alleging a ventilator did not pass the o2 flow test. There was no harm or injury reported. No medical intervention was specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log indicated a, ventilator service required, error had occurred. This error my impact therapy. The obm pc board, obm housing, and universal porting block were replaced on the device. The device then passed all tests.